Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information: contact office: (B)(4).

Event description:
It was reported that the patient underwent breast implant procedure on (B)(6) 2015 and suture was used. The suture was used intracutaneously for 5-6 cm closure of the skin. Approximately two weeks post-operatively, the patient experienced wound rupture on the skin. The wound was partially opened with 2-3 cm of the wound edges no longer together in place. The surgeon was not able to see any suture left and opined that the suture absorbed too quickly. The patient underwent re-suture of the skin in the wound. It was reported that the patient¿s wound healed.